Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as (B)(4)).